Event description:
Customer reported ongoing issues with channel disconnects int e or. Customer indicated the iui connectors are not being cleaned according to their internal process. All information is anecdotal; no reports received of any specific patient events. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The device was not sequestered by the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.